Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and the outer insulation was breached cut. It was also noted there was apparent explant damage.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from a competitor with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately six months after device and lead implant.

Event description:
(B)(4).

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from a competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted there was a white substance on the outer insulation and the outer insulation had a cosmetic depression. (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and the outer insulation was breached cut. It was also noted there was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device and lead is in process; the results will be forwarded when available. The devices associated with this adverse outcome were returned from a competitor with no information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made.